Event description:
The drill bit broke off into bone during total knee arthroplasty. The piece was retrieved.====================== manufacturer response for drill bit 1/8 3.1mm, unknown (per site reporter)======================I have been working for weeks to obtain information from the representatives on this one drill bit and fortunately, it was retained by our or materials management department. I got the serial # from that. After multiple attempts of inquiring about details on this one drill bit, I did not receive all of the information I needed, so eventually did a google search and contacted the regulatory dept at biomet. When I asked she said I could send it if I wanted to, but she didn't request I send it.